Manufacturer narrative:
Investigation results: visual investigation: the fragments have been analyzed visually. The reported breakage can be confirmed. The drill broke approx. 14mm from the tip. The fracture surface has been analyzed optically via microscope. There is no indication for a materila failure. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: based on the provided information and after the investigation, a clear conclusion cannot be drawn. There is no indication for a material problem or product failure. Hence, we suspect that an overload situation led to the breakage. The reported intraoperative second breakage of another drill may also indicate a difficult surgery situation. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a elan 4 2-ring twist drill d1.5 (part # gp348r) was used during a cranial formation procedure performed on (B)(6) 2021. According to the complainant, the bar blade was broken. In order to restore the skull flap of the autologous bone that had been frozen, the doctor tried to make a hole by attaching a twist drill to the craniotome when tenting the skull flap. However, the bar was broken. The physician continued and successfully completed the procedure using a different device. The complaint device was returned to the manufacturer for evaluation. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).